Event description:
It was reported that a minicap transfer set was unable to connect to the catheter adapter. The problem was noticed when the transfer set was being changed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant product: adaptor beta cap d-adaptor (kendall/covidien). The minicap transfer set was reported to be unavailable for evaluation. A batch review of the associated lot number will be performed. Upon completion of the investigation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.